Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6006516 have already been previously tested in the pr (B)(4) on 04-mar- 2025. Test results: visual test according to work instruction (wi) version 2 on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. All test results were within specifications as per the test report 2102 device history record (DHR) review: the lot 6006516 was manufactured according to the wi version 17 packaging in the multivac 14, on 08/apr/2024, with a total of (B)(4) units. Cannula part: the lot 4c04698 was manufactured according to the wi version 15 machine lc05, on 03/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. . Trending: a query was run in database on 24-mar-2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6006516 and two complaints has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion sets leakage events on (B)(6) 2025. The leakage was at quick release. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2. E1: patient city: (B)(6). Patient country: united states. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.